Event description:
While troubleshooting with the manufacturer it was found that segments were missing from the accu-chek advantage meter's result display. No adverse event reported. New system sent to customer and return requested.